Manufacturer narrative:
Upon interrogation with the programmer, no eri message was present and the real time trends did not show any measurements at or below eri. The failure observed in the field was verified but not replicated in the laboratory. The cause of the eri reading by merlin.net was not determined.

Event description:
It was reported that patient device via merlin.net transmission showed that the device was at eri. Upon interrogation with the programmer, no eri message was present and the real time trends did not show any measurements at or below eri. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.